Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
The patient presented to the clinic with high threshold and low sensing. The lead was explanted when an attempt to reposition was unsuccessful.